Manufacturer narrative:
Product ID: 97754, serial# (B)(4), product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that there was poor communication. The consumer reported that the recharger wasn¿t working, it wasn¿t charging the ins. The consumer reported that the patient felt no stimulation. It was reported that the last time the patient was able to successfully charge the device was last week. The patient was not able to communicate with the patient programmer as it showed poor communication. The patient was redirected to follow up with their healthcare provider. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the cause of the loss of stimulation/inability to charge was a result of the patient not charging the ins for 60 days. The patient's hcp/rep gave them a charge to get it going again' and the issue was resolved. No further complications were reported.